Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained.

Event description:
Customer reported receiving a reading of 17.0 mmol/l (306 mg/dl) on her adc blood glucose meter which was higher than a reading of "1.?mmol/l" received by paramedics, within 10 minutes of each other. Customer was unable to recall the exact reading the paramedic's received due to her being unconscious at the time it was received. Customer further reported experiencing unspecified "hypoglycemic" symptoms and subsequently a loss of consciousness. Paramedics were called and treated her on the scene with an intravenous infusion of glucose, in addition to administering glucose via gel, when customer regained consciousness. Customer was transported to a local healthcare facility, where she was diagnosed with hypoglycemia, but did not receive any additional treatment. Customer denied self-treating. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing.